Event description:
It was reported that the customer had been experiencing high blood glucose levels. Customer feels that the pump is not bolusing correctly. Customer was advised that troubleshooting would need to be performed. Customer was disconnected and customer was not called back since there was no time to verify any information. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.